Event description:
According to the voluntary maude event report, the patient had underwent a successful and uncomplicated percutaneous coronary intervention that concluded with the placement of an angio-seal device to close the right femoral arteriotomy. Approximately 1 week post-deployment, the patient developed hives from the waist to the lower extremities which were temporarily relieved with oral (B)(6), but recurred with right foot pain and right groin tenderness. On a later date, the patient presented to the emergency department febrile, with tenderness and pain in the right lower extremity, with occasional sharp shooting pain. The patient¿s medications were discontinued. Pedal pulses were palpable bilaterally, and no discoloration or edema was noted to the right lower extremity. Antibiotics were administered. On a later date, the patient expired due cardiac arrest caused by a pulmonary embolism. No information was provided to indicate the angio-seal device was related to the cause of death.

Manufacturer narrative:
(B)(4). Maude report number: mw5038102 the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.